Event description:
A hospital nurse/risk manager reported that a pt underwent a diagnostic esophagogastro-duodenscopy procedure on 7/26/99. Biopsies were taken in the stomach and lower colon. On 7/27, the pt presented with persistent abdominal pain. Three way abdominal x-rays showed free air in the abdominal cavity, mediastinum and neck. The pt was admitted to the hospital, placed on IV antibiotics, prohibited to eat or drink and surgical consult was obtained. She was discharged on 7/31, afebrile, eating and on oral antibiotics. Surgical intervention was not required. The physician reported that surgery was not required since the perforation "was not really bad" and the pt's white count improved within a short time.